Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump was repeatedly emitting replace battery alarms during the rewind step. The pump allegedly powered on properly with multiple different batteries, however multiple replace battery alarms, including one with code 128-fe80, were observed in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box indicated multiple alarms with code 128-fe80 and one with code 128-fb80. The battery cap secured properly to the pump and a power loss was not observed. The battery compartment was intact with no damage. Current draws measured within specifications. The pump case was removed and evidence of moisture ingress was found. The bolus button cover was also observed to be detached from the pump. Unrelated to the complaint, the display screen appeared dim and discolored.